Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in the intensive care unit (ICU) overnight, the site described beeping similar to power disconnecting and reconnecting. When controller assessed, the site noted power disconnect alarm despite both power sources (controller ac adapter and battery) being fully connected. The site disconnected one battery while the controller ac adapter was still connected and noted the controller screen went blank and no power alarm. The battery was reconnected, and pump restarted. The controller was exchanged at bedside. The controller and power connections assessed, no bent or broken pins noted, no loose connections, no further power switching or pump stop events post controller exchange. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: controller ac adapter / (B)(4) / model #1430us / UDI#: (B)(4), d10: device available for evaluation: no h5: labeled for single use: no h6: device code: FDA 3010 conclusion code: FDA 92 d4: controller ac adapter / (B)(4) / model #1430us, d10: device available for evaluation: no h5: labeled for single use: no h6: device code: FDA 3010 conclusion code: FDA 92 d4: controller ac adapter / (B)(4) / model #1430us, d10: device available for evaluation: no h5: labeled for single use: no h6: device code: FDA 3010 conclusion code: FDA 92 d4: battery / (B)(4) / model #1650de / UDI#: (B)(4), d10: device available for evaluation: no h4: mfg. Date: 2018-01-30 h5: labeled for single use: no h6: device code: FDA 2885 conclusion code: FDA 92 d4: battery / (B)(4) / model #1650de / UDI#: (B)(4), d10: device available for evaluation: no h4: mfg. Date: 2018-01-31 h5: labeled for single use: no h6: device code: FDA 2885 conclusion code: FDA 92 d4: battery / (B)(4) / model #1650de / UDI#: (B)(4), d10: device available for evaluation: no h4: mfg. Date: 2018-01-30 h5: labeled for single use: no h6: device code: FDA 2885 conclusion code: FDA 92 d4: battery / (B)(4) / model #1650de / UDI#: (B)(4), d10: device available for evaluation: no h4: mfg. Date: 2018-01-31 h5: labeled for single use: no h6: device code: FDA 2885 conclusion code: FDA 92. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no further power switching or pump stop events post controller exchange. A manufacturer's representative applied lubricant to power sources prophylactically for "owner switching".

Manufacturer narrative:
Correction: h6 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller ((B)(4)) was not available for analysis. Three (3) controller ac adapters ((B)(4)) and four (4) batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed a momentary disconnection involving (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported beeping was confirmed; it is likely the patient perceived the beeping as a power disconnect alarm. Additionally, log file analysis revealed a controller power-up event on 5/29/2018, at 22:26:23. The data point prior to the loss of power revealed that an active adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 99% relative state of charge (rsoc). The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 15 seconds. As a result, the reported loss of power event was confirmed. A power source lubrication procedure was performed in accordance with the requirements on may 31, 2018 to mitigate the reported conditions and the power sources remained in use. The most likely root cause of the reported beeping can be attributed to momentary disconnections between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of one/both power sources and/or to an intermittent disconnection on one/both power sources. There is an internal investigation for momentary disconnections and an investigation to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.